Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced. Subsequently medical reports received from hcp which states "right prothesis could be broken. Right armpit adenopathy of 15 mm. In the right armpit it is identified echogenic nodular with reverberation posterior compatible with siliconoma /ganglion with migrated silicone; in the tail of the right mamma it is appreciated signs compatible with rupture"

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received, lymphadenopathy and granuloma on (B)(6) 2021 with lot number 2317873. Visual analysis of the returned device identified: underweight and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced. Subsequently medical reports received from hcp which states "right prothesis could be broken. Right armpit adenopathy of 15 mm. In the right armpit it is identified echogenic nodular with reverberation posterior compatible with siliconoma /ganglion with migrated silicone; in the tail of the right mamma it is appreciated signs compatible with rupture"

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device.